Event description:
It was reported that the patient expired due to cardiomyopathy and cardiac arrest. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available. Related manufacturer reference number: 2017865-2023-01045, related manufacturer reference number: 2017865-2023-01047.

Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and -ray inspection of the lead did not find any anomalies with the exception of procedural damage.